Event description:
Same case as MDR# 2134265-2012-04372. It was reported that during a stenting treatment procedure stent migration and damage occurred. The lesion being treated was located in the tibial artery. The physician deployed a 38mm x 2.75mm ion stent in the target lesion at 14atms. The physician advanced a 2.0x220 coyote balloon catheter for postdilation, which it was inflated to10atms. Upon removal of the balloon the catheter caught the stent edge and dragged the stent into the superior femoral artery (sfa). The stent was removed with a snare. Once outside of the patient it was noted that the stent was unraveled and stretched. The procedure was completed with another of the same stent. No further complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).